Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the poor resolution was component failure of the charge coupled device, and the rigid tube was dented due to component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited poor resolution due to component failure of the charge coupled device, and the rigid tube was dented due to component failure of the rigid tube. There was no patient involvement.